Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "issue with a solo valve breaking off of the line." Additional information received 03/11/2021 it was reported double lumen PICC inserted. Hub of one of the lumen came off during patient turning. PICC line removed due to malfunction. New PICC line placed.

Event description:
It was reported "issue with a solo valve breaking off of the line." Additional information received 03/11/2021 it was reported double lumen PICC inserted. Hub of one of the lumen came off during patient turning. PICC line removed due to malfunction. New PICC line placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a detached solo connector was confirmed. One 5fr powerpicc solo ft was returned for investigation. The catheter exhibited evidence of use. The dual-lumen (d/l) tubing had been trimmed to length at the 43cm depth mark. The catheter was received with the statlock stabilization device attached to the molded wing. What appeared to be blood residue was visible within the extension legs. One of the solo connectors was missing. The catheter was received with only the red connector. The extension leg with the missing connector exhibited impressions from what are consistent with hemostats. The extension leg extended 9.5cm from the molded bifurcation. Necking or narrowing of the extension leg tubing was observed distal to the impressions in the tubing. The outside diameter of the tubing within the narrow region was below the minimum specification limit. The deformation of the tubing indicates that the extension leg was subject to tensile (pulling) forces. It was reported that the hub came off during patient turning. No damage associated with the manufacturing process was observed on the returned sample. H3 other text : evaluation findings are in section h.11.